Manufacturer narrative:
The patient exhibited in the operating room with a ruptured aortic aneurysm. The patient expired 24 hours later post operatively, secondary to blood loss. A ge service representative performed an on site investigation. The x-ray tube was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an overload fault error code and thereby shut down.